Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced on (B)(6) 2014.